Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) did not redetect and delivery additional shocks. It was explained that the arrhythmia did not meet the detection criteria and met the termination criteria instead. It was suspected that the device was not sensing an arrhythmia at the time of the termination. The device remains in use. No patient complications have been reported as a result of this event.